Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side rupture. Device has been explanted.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Continued e.1 postal code: 6722 continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.